Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Caller attempted to load a new cartridge and was instructed by technical support to clean the pneumatic tap area on the pump. After following these instructions, caller successfully loaded a cartridge onto the pump and resumed insulin delivery.